Event description:
A site representative (neuro coordinator) reported that the dedicated microscope for the polestar room was 1-2 cm inaccurate to patient left; and the scope was fully zoomed in when the inaccuracy occurred. The surgeon completed the procedure with the use of the polestar integration system. There was no impact on the patient outcome.

Manufacturer narrative:
Patient information not available from the site at the time of this report. Software has not been evaluated as of the date of this report.